Manufacturer narrative:
Product complaint number: (B)(4) date sent to the FDA: 4/26/2022. H6 component code: g07002 - device not returned. H6 component code: c22 - photo analysis. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 a manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. H3 investigational summary: c22 photo analysis: visual analysis of the image submitted to for evaluation determined that an open case of product code mcp317h could be observed the image is not clear to determine the failure mode. As part of our quality process, the manufacturing records for this lot serial number were reviewed and manufacturing standards were met prior to the release of this lot. No conclusion could be reached as to the cause of the reported complaint as the sample was not returned for analysis. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure it meets required specifications prior to shipment. Additional monitoring of complaint information for potential safety signals is conducted through complaint trends as part of post-market surveillance. Trade name - irgacare. Active ingredient(s)- triclosan. Dosage form - suture/solid/parenteral. Strength - = 2360 g /m.

Event description:
It was reported that an animal underwent a unknown procedure on an unknown date and suture was used. During the procedure, the suture became detached from the needle as well as experienced difficulty removing the suture from the dispenser. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: I sent a picture of the recent box we have had problems with, but it has been noticeable for the last year. There have been no patients affected by this, it is just a waste of our money. I would estimate that one out of every 3-4 packs of 2-0 monocryl plus in the last year do not dispense properly. Maybe 1 in 10 pop off of the needle. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare active ingredient(s) triclosan dosage form suture/solid/parenteral strength 2360 g /m related to: 2210968-2022-00781, 2210968-2022-00782, and 2210968-2022-00784.